Event description:
Following post-dilation of the carotid stent, blood flow stopped at the filter basket. The filter was suctioned and blood flow returned to normal. The pt is a female. The target lesion was the left internal carotid artery (ica). There was no calcification or vessel tortuosity. The rate of stenosis was 51%. There was no difficulty positioning the filter basket distal to the lesion. The lesion was not pre-dilated. There was no difficulty placing the stent. As per the physician, the debris appeared after post-dilation, and occluded the filter basket. The physician suctioned 275ml of blood from near the basket and blood flow returned to normal and the procedure was completed without any other problems. The pt was neurologically intact when taken from the angio suite and is currently in stable condition.

Manufacturer narrative:
The product is not available for eval and testing. Add'l info will be submitted within 30 days upon receipt.